Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag had foreign matter inside the port tubing. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between june 20-21, 2023. H11: the actual device and photographs of the sample was provided for evaluation. Visual inspection was performed on all the samples. A foreign particle was identified inside fill port connector in the fluid pathway of the returned sample. Visual inspection of the photo sample showed a dark foreign matter can be observed inside the fill port. The reported condition was verified. The cause of the issue could not be determined; however, the cause was inherent to contamination during the manufacturing and or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.